Manufacturer narrative:
As no sample from the patient could not be provided for further investigation, a root cause could not be determined. From the information provided, a general reagent issue could be excluded.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft4 iii results for one patient from cobas e 801 module serial number (B)(4). The discrepant results are highlighted. The customer reported out the results to a physician.